Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main device, other components include: product ID: 8709, serial# (B)(4)implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown dose and unknown concentration of an unknown drug via an implantable pump for cerebral palsy and intractable spasticity. It was reported the patient¿s pump was explanted on (B)(6) 2017. The device was not replaced. The pump and catheter were returned to the manufacturer on (B)(6) 2017. It was indicated the patient was in a clinical study, and the device was used with/in the patient for treatment. It was indicated the reason for the catheter removal was an infection (organism).

Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID 8709 , serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, explanted:(B)(6) 2017, product type catheter. Product ID 8598a, serial# (B)(4), implanted: (B)(6) 2016, product type catheter. Product ID 8598a, serial# (B)(4), implanted: (B)(6) 2016, product type catheter. The catheter ((B)(4)) was returned for analysis. Analysis of the catheter found no significant anomaly; the catheter was returned in segments. The catheter ((B)(4)) was returned for analysis. Analysis of the catheter found no anomaly. Upon interrogation the pump memory indicated that the pump was used to deliver baclofen (2000 mcg/ml at 96.1 mcg/day). The conclusion code no longer applies and was updated .